Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an alert was delivered for out of range high pacing lead impedance. The device header was suspected to be loosened. During a follow-up in clinic, high capture threshold was observed. The noise was not reproducible with isometrics and pocket manipulation tests. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported high impedance was confirmed in the laboratory. Visual inspection noted septa material inside the rv set screw that may have caused the field observation of high impedance.

Event description:
Additional information received indicated that the patient tolerated the procedure well.